Manufacturer narrative:
H3: duct analysis #(B)(4): ¿ equipment used: vis (m-78210), 203cm ruler (m-83361) ¿ as found condition: the rist 071 catheter was returned for analysis within a shipping box and a plastic pouch. ¿ damage location details: no damages were found with the rist 071 catheter hub. The rist 071 catheter body was found flattened from ~6.5cm to ~8.0cm from the proximal end of the catheter hub. The rist 071 catheter body was found kinked at ~15.5cm and flattened from ~11.0cm to ~9.0cm from the catheter distal tip. The rist 071 catheter distal tip was found to be in good condition. ¿ conclusion: based on the device analysis and reported information, the customer¿s ¿difficulty navigation¿ and ¿catheter kick back¿ reports could not be confirmed. However, the customer¿s ¿catheter kink/damage¿ reports were confirmed. Possible causes of difficulty navigation, catheter kick back, and catheter flattening include the use of incompatible devices, patient vessel tortuosity, damage to guidewire, catheter damage (such as kinked, bent, or ovalized), lack of continuous flush during delivery, high friction, user operational context when advancing or retrieving intraluminal devices against resistance, vasospasm, irregular blood flow, and catheter tip under stress during the event. It is possible that the patient¿s ¿strong curvature¿ contributed to the reported event. However, the cause could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a rist catheter 6f was used via tra (right to right) for tumor embolization. The rist advanced up to the high cervical area, and while positioning the guidepost and deflector towards the lesion, the rist slipped, causing the rist and guidepost to kink. The patient had a stronger curvature. The catheter was replaced with a product from another company. There were no patient symptoms or complications associated with this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported lesion characteristics (location, size, type, side, dimension, etc.): no other information than tumors of the right temporal lobe. The reported device and accessory devices were prepared as indicated in the instruction for use (IFU). The cause of the kink/slip was not determined.